Manufacturer narrative:
Concomitant medical products: 5071-53, lead, implanted: (B)(6) 2009; 5554-53 lead, implanted (B)(6) 2005. Product event summary - the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Beginning (B)(6) 2015, the right ventricular threshold began climbing to greater than 2.5volts and remains high and variable.

Event description:
It was reported that the device reached possible premature battery depletion due to elevated thresholds on the right ventricular and left ventricular leads. The device was explanted and replaced. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.